Event description:
A user facility medwatch was received, stating the following: "pt in for sub-occipital brain tumor removal in 20/07. Return to or the next day, due to parietal subdural hematoma for ruptured vessel. Found that one of the pins has pierced his skull."